Event description:
It was reported that the patient¿s drug lioresal for the implantable infusion pump was not available by the patient¿s low reservoir alarm date, which was the date of this report. It was believed that the empty reservoir alarm date was in two days. It was noted that the drug was being ordered though a ¿special pharmacy.¿ it was unknown whether the drug was compounded. The patient had oral medication, but it was uncertain how to administer it. Additional information stated that the patient did get a refill on (B)(6) 2012. The patient did not have any symptoms as a result of the tardiness. The patient was ¿good.¿

Manufacturer narrative:
Concomitant product: product ID: 8703w lot# l70871, implanted: (B)(6) 2000, product type: catheter. (B)(4).